Manufacturer narrative:
Investigation revealed the operator failed to properly clear the centrifuge in response to a mechanical issue with the centrifuge as recommended by the instructions for use. The (B)(4) laboratory automation system correctly identified the cross check failures, as designed, but after results were uploaded to the lis and reported from the laboratory. The customer did not review all cross check failures prior to reporting the results as recommended in ocd customer communication (B)(4) that was received by the laboratory in (B)(4) 2009. The (B)(4) laboratory automation system was operating as intended. The root cause of this event is user error. The operator failed to adhere to the manufactures instructions for use.

Event description:
The customer observed lower than expected results from a patient sample. The investigation determined that a single patient's results were mis-associated with the incorrect sample identification number while using on the (B)(4) laboratory automation system. The miss-association of results with the incorrect patient may lead to inappropriate physician action. The affected sample results were reported from the laboratory. Once identified, a corrected report was issued for the patient. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)